Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on an unknown date. The patient was revised on (B)(6) 2023 due to the cage breaking off of the glenoid. All fragments, parts and pieces were removed. All implants removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of disassociation of the center cage from the polyethylene body, which led to backside wear of the cage through the body and loosening of the device. Incomplete or off-axis drilling/seating of the cage glenoid at the time of implantation may have played a role in this event. D10: 300-20-02 - equinox square torque define screw drive kit 6145851. 300-30-10 - equinoxe preserve stem 10mm 5436592. 300-50-45 - 4.5mm short rep plate 6218821. 310-01-47 - equinoxe, humeral head short, 47mm (beta) 6056284.

Manufacturer narrative:
The revision reported was likely the result of disassociation of the center cage from the polyethylene body, which led to backside wear of the cage through the body and loosening of the device. Incomplete or off-axis drilling/seating of the cage glenoid at the time of implantation may have played a role in this event. G4: corrected. H6: corrected. Health effect, medical device, and investigation clinical codes.